Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 52 mg/dl at the time of the incident. Customer's current blood glucose level was 133 mg/dl. The customer was assisted with troubleshooting for low blood glucose. The customer was treated with food. Customer reported symptoms such as shaking, sweating, weakness. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. It was unknown that auto mode feature was active or not at the time of event. Customer reported that they passed out on (B)(6) 2022 due to low blood glucose. Customer stated that they unclipped the insulin pump at night and the blood glucose level was in the range of 400 mg/dl in morning. Customer stated that they experienced high blood glucose due to lack of insulin. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added, which was missed in the initial report. The missed information has been provided in section h6 under health effect - clinical code & health effect - impact code with this report.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged high blood glucose and low blood glucose found on 18-may-2022. Insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube), cracked battery tube threads, and minor scratches on lcd window. In summary, customer allegation for high blood glucose and low blood glucose was unable to confirm. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.